Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple of the same altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 150 mg/dl. Reportedly a new cartridge was loaded, and insulin delivery was resumed however the altitude alarm recurred. The customer reverted to an alternate method of insulin therapy. Cts followed up troubleshooting with customer and the altitude alarm recurred 2 hours later. The customer reverted to manual injections for insulin therapy.